Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. E13068) inserted. The patient's medical history included fibroids, adenomyosis, ovarian cyst drainage and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2016: negative.. Ultrasound pelvis - on (B)(6) 2019: 1. Slightly complicated cyst within the left ovary measuring 2.8 em in greatest measurement. 2. Findings felt compatible with prior essure placement. 3. Pelvic ultrasound is otherwise unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. E13068) inserted. The patient's medical history included fibroids, adenomyosis, ovarian cyst and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on (B)(6) 2016: negative. Ultrasound pelvis on (B)(6) 2019: slightly complicated cyst within the left ovary measuring 2.8 em in greatest measurement. Findings felt compatible with prior essure placement. Pelvic ultrasound is otherwise unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menometrorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.